Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 09/02/2014, belt: 03/10/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reported at a hospital at the time of the event. Review of the download data indicates that the patient was in a paced rhythm at 70bpm with CPR/motion artifact from 15:56:09 to 16:03:20 on (B)(6) 2017. The patient rhythm degraded to vf for approximately 46 seconds. Due to varying amplitude and the presence of CPR/motion artifact no treatment sequence was initiated at this time. The patient's rhythm then transitioned to vt at 180bpm for approximately 36 seconds. The device requires approximately 60 seconds in the absence of noise to initiate a treatment sequence for vt. Motion artifact and CPR artifact were again present on the patient's ECG. The device was shutdown at 16:11:36.